Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. It should be noted that the reported patient effect of dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with a non-st elevated myocardial infarction and a percutaneous coronary intervention was performed on the mid left anterior descending (lad), 95% lesion. Pre-dilatation was performed and a 3.0x28mm (1550300-28, 9050841) xience sierra stent was implanted. Following, a distal edge dissection was observed, treated with balloon angioplasty. Timi flow iii with 0% residual stenosis was observed following. Post-procedure, elevated cardiac enzymes were observed. Per physician, the elevation was not serious. There was no prolonged hospitalization and no additional treatment provided. The event resolved without sequela. No additional information was provided regarding this issue.